Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the broken eyepiece funnel occurred due to the use of excessive force by the customer as well as excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, it was confirmed the eye piece funnel was broken. There was also a gap on the outer tube, fiber breakage and dents on the edge of the object window and chipped optical lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the telescope, 30°, 4 mm is cracked at the eye piece. The reported malfunction was found during reprocessing. There were no reports of patient or user harm associated with this event.